Event description:
It was reported that the cuff would not inflate despite multiple times trying to massage the cuff as per IFU.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4) . No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. One sample was received in used conditions without original package. Sample was filled with 5 cubic centimeters (cc) of air according to procedure to see if there was any functional problem. According to the information for use (IFU) the pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the time the cuff inflated completely and symmetrically, based on analysis the complaint is not confirmed. The root cause of the reported issue could not be determined since the sample successfully passed functional test. No corrective actions were taken since the complaint was not confirmed.

Manufacturer narrative:
Other, other text: no patient involvement. (Updated b5) a product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received via customer response email 25-aug-2022: the tracheostomy did not get to the patient because the cuff would not inflate. No patient injury occurred. No medical intervention was required.